Manufacturer narrative:
Device evaluated by MFR: the carrier system for this complaint was returned to site for analysis. Product analysis of the filter could not be performed as it was implanted, however the carrier system was analyzed. The carrier was visually inspected for any damage or defects. There were no issues noted with the carrier. The paper safety sleeve had been removed from around the handle of the introducer catheter, and the thumb switch had been unlocked and moved down the deployment track. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. Vascular access was obtained via a femoral approach. A greenfield¿ filter was advanced and deployed without issue. During withdrawal, the physician encountered difficulty in removing delivery system out of the sheath. They "jiggled it around" and "kind of turned the delivery system until it free open up" and was able to be removed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties occurred. Vascular access was obtained via a femoral approach. A greenfield¿ filter was advanced and deployed without issue. During withdrawal, the physician encountered difficulty in removing delivery system out of the sheath. They "jiggled it around" and "kind of turned the delivery system until it free open up" and was able to be removed. No patient complications were reported and the patient's status is stable.